Manufacturer narrative:
The cause for the falsely elevated advia centaur xp vitamin d test result is unknown. The customer's quality control results were within acceptable limits at the time of the incident and there were no other discordant advia centaur xp patient results observed by the customer within the same vitamin d sample test run. The customer has decline service. No conclusion can be drawn. The instruction for use (IFU) states in the results section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instrument is performing within specifications.

Event description:
A falsely high advia centaur xp vitamin d result was obtained on a patient sample and considered discordant when compared to a lower manual dilution result. The manually diluted patient sample was run on a second vitamin d reagent readypack and the result low. The patient sample was repeated neat on the original vitamin d reagent readypack and the result was low. The vitamin d result from initially diluted patient sample was reported, however this final result did not include the dilution factor. It is unknown if the customer issued a corrected report for the vitamin d result that did not include the dilution factor. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp vitamin d result.